Manufacturer narrative:
One forceps sample was received in opened original packaging including the cover foil. The returned sample shows a bent shaft and grasping arms. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample shows a bent shaft and grasping arms. It was found that the forceps arms were bent in a way that the forceps was already closed before the instrument was activated. When activated, the forceps does open, but is still deformed. The customer's complaint was confirmed, but due to the condition of device it can be concluded that device was damaged during handling. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the instrument has been bent by an external force during use. Root cause is attributed user handling. The returned instrument has been bent by an external force during use. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tips of an ophthalmic forceps became unable to open and close upon insertion into the patient's eye during a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.